Event description:
Catheter placed 7/24/95. Uneventful placement. During removal of transparent adhesive dressing 8/18/95, catheter tore approx 2 inches from exit site. Break in catheter was sudden and complete, with blood spurting from catheter end until clamp applied. Tna (total nutrient admixture) had been infusing in IV pump at the time. Catheter repaired using standard kit. No consequences to pt.